Event description:
On (B)(6) 2011, a reporter calling on behalf of the lay user/patient contacted lifescan (lfs) alleging the patients onetouch delica lancing device does not fully penetrate. On (B)(4) 2012 the medical surveillance specialist (mss) contacted the patient by phone for additional information and reached the patient's mother who provided additional information. The reporter stated that the issue began (B)(6) 2011 at 4:00pm. The patient manages her diabetes with insulin (self adjust). The reporter stated that the patient was unable to test as a result of the product issue. On (B)(6) 2011 at 6:00pm, it was reported that the patient became sweaty. The reporter borrowed a lancing device from a neighbor and a blood glucose result of 464mg/dl was obtained. Self treatment of insulin was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed the patient was using the proper testing technique for the onetouch lancing delica device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.